Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the release button keeps getting stuck was confirmed. An assessment was performed and it was found the coupling lever jammed when coupling attachments and triggers jammed. It was further determined that the wire insulation on the electronic control unit wires were damaged and the coupling levers were jamming. The assignable root cause was determined to be due to wear on components from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the release button on the small battery drive device kept getting stuck. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.